Event description:
During procedure surgeon inserted the laser fiber into the pusen flexible ureteroscope and couldn't see the laser fiber tip on the screen. Tip appeared to have broken off. It was not clear when the tip broke - it could have been in packaging or elsewhere. Surgeon utilized a navigator access sheath that would prevent the fiber tip from entering anywhere else in the body. Team lead notified, fiber sequestered. No injury to patient.